Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03047 and 0001825034-2020-03048. Medical devices: unknown agc bearing catalog#: ni lot#: ni, unknown agc femoral catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision approximately 22 years post implantation due to unknown reasons. No revision has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. X-rays were provided and reviewed by a health care professional. Review found left total knee arthroplasty with possible polyethylene wear of the lateral compartment. Heterotopic ossification involving the suprapatellar burse with calcified loose bodies posteriorly within the joint space. Osteopenia. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.